Event description:
Removal of 2 endosseous dental implants. Two implants were placed in sites #2 and #4 on 11/13/96 during a highly complex procedure. The clinician reports that the surgery was highly complex due to type IV bone quality in area combined with added osteotome sinus floor elevation due to minimal bone quantity along the inferior wall of maxillary sinus. Bone augmentation was down using freeze-dried and autogenous bone. The implants were removed on 2/5/97 at which time bleeding was present. The clinician reports that the failures were due to infection complicated by poor bone quantity and quality as well as anatomic considerations.